Event description:
The customer reported that during checkout the ventilator went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer verified the data acquisition pcb to motor controller pcb cable was seated. Pse advised the customer evaluate the data acquisition pcb to motor controller pcb cable and data acquisition pcb board for replacement to address the reported problem. The biomedical engineer was contacted for followup with no response received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.